Manufacturer narrative:
D6b explant date was received and added.

Event description:
Clinical narrative: a 37 year old female with a history of diabetes mellitus, peripheral arterial disease/peripheral vascular disease, and diverticular disease presented with acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical state consistent with scai shock stage e. The patient was initiated on va ECMO, and upon arrival to the ICU, pulses were not detectable in either lower extremity. Due to concerns for poor distal perfusion, distal perfusion catheters were placed in both lower extremities prior to impella cp placement via the left femoral artery. The patient subsequently developed access site bleeding around the sheath after transfer to the ICU, particularly with patient movement during turning. Hemostasis measures included manual pressure, 4x4 gauze, application of a hemostatic dressing, forward suturing, angle matching, and systemic anticoagulation management; estimated blood loss was less than one unit. The patient received three units of platelets, with a reported platelet count of 15, indicating significant thrombocytopenia. Additionally, hemolysis was reported after impella support initiation, with elevated plasma free hemoglobin (160), while the patient remained on concomitant va ECMO; echocardiography confirmed satisfactory impella positioning, and chest x ray suggested a possible proximal cannula kink. Based on the available information, the reported access site bleeding and hemolysis occurred in the setting of severe cardiogenic shock, underlying pad/pvd, profound thrombocytopenia, anticoagulation therapy, patient movement, and concurrent va ECMO support. Distal perfusion concerns and absent pulses were documented prior to impella placement, and device positioning was confirmed to be satisfactory by imaging. While the injuries of access site bleeding and hemolysis were reported as attributed to impella use, no definitive device malfunction or failure mode has been identified. Device outcome involvement remains unknown, the device was not removed due to a failure mode, and the patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Mechanical interaction with blood / hemolysis: the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details, including full data logs. Pd-cannula assembly- (twist, bent, kinked): the cause of the cannula kink not determined without returned product investigation and sufficient clinical details. Access site adverse event / major bleed: the cause of the issue was most likely use-related, since the clinical details suggest that bleeding occurred during patient movement and it was resolved after applied manual pressure. Thrombocytopenia / ischemia / renal failure: the cause of the injury was not determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 catalog number, d4 serial number and d4 unique device identifier number were updated, corrected accordingly.